Event description:
The event reported as: the clips fall out of the applier during endoscopic surgery. No pt injury reported or intervention reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report. A f/u report will be sent when completed.